Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was froze in the middle of exam. Review of the system log file showed malfunction of flexvision pc. The fse reloaded the software , recreate the image store . After re-installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the images of the flex vision monitor froze in the middle of the case. The system was in clinical use at the time of the event. No harm has been reported. Philips has started an investigation of the complaint.